Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during a review of an event involving insulin (novolin r 100 units/100ml) titrations were ordered per ob protocol ranging from 0-30.8 units/hr. However, in the all-infusion detail report it was noted that the rate of infusion was 37.8 units/hr. There was patient involvement, but no patient harm. Upon additional customer follow up it was noted that this titration was intentional however did fall outside of the ordered parameters.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of insulin infusion dose greater than ordered dose range was due to titration value did fall outside of the ordered parameters. The ioc team was recommended by tech support for education purposes.

Event description:
It was reported that during a review of an event involving insulin (novolin r 100 units/100ml) titrations were ordered per ob protocol ranging from 0-30.8 units/hr. However, in the all-infusion detail report it was noted that the rate of infusion was 37.8 units/hr. There was patient involvement, but no patient harm. Upon additional customer follow up it was noted that this titration was intentional however did fall outside of the ordered parameters.